Event description:
It was reported that a pt underwent a cardiac catheterization. The images acquired during the procedure were reportedly unavailable on the innova system. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
System install date: 2006.